Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the customer plugged network cable into wrong port on station and wrong port on wall. A field service engineer (fse) searched for and found the correct port and verified that the data was synchronized. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and had disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.